Event description:
It was reported that during clinic visit, this pacemaker was observed to exhibit farfield oversensing on the right atrial (ra) channel. The health care professional (hcp) called technical services (ts) for further review of the arrhythmia logbook and inquired about viewing an atrial tachy response (atr) episode. Ts discussed atr episode allocation in the arrhythmia logbook and device settings with the hcp. At this time, this pacemaker remains in service. No adverse patient effects were reported.